Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the oxycodone drawer did not open; a pen appeared to be stuck along the side, potentially impacting the sensors and preventing proper operation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that aluminium foil pieces were lodged in the electrode connectors. The field service engineer (fse) switched to hpa mode, removed all medicine trays from the faulty layer, clean thoroughly with a vacuum cleaner, and inspect all contact point electrodes and the entire base area row by row to ensure they were completely clean, then conducted the trial run with the customer which confirmed the system functioned normally. The system functioned as intended after the field service engineer repaired the device.